Event description:
The customer reported that there were conflicting pads / paddles messages in the event summary. This was found during review of the event summary as per field change order. There was no report of pt impact.

Manufacturer narrative:
The customer reported that there were conflicting pads / paddles messages in the event summary. This was found during review of the event summary as per field change order. There was no report of pt impact. The device was evaluated at the customer site by a philip field service engineer. Review of the event summary verified the customer's report. The conflicting pads/paddles messages are consistent with the electrical connection addressed by fco. The therapy port and cable were replaced to resolve the reported symptom, as per the fco. We are considering this an intermittent malfunction resulting an incomplete electrical connection. All device malfunctions are monitored during scheduled quality monitoring meetings and follow appropriate trend analysis techniques.